Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy due to atrial tachycardia. Two atrial events blanked out due to long pvab, therefore chamber onset interpreted ventricular rate as driving rate and therapy was delivered. The device was reprogrammed to resolve the issue and the patient is in stable condition.